Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: injury/skin reaction. Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with unknown mentor smooth gel implants experienced trauma to the chest and subsequent skin reactions bilaterally post procedure. The patient began getting a rash all over her body and received a diagnosis of dyshidrotic eczema. The issue was stated to be most pronounced on the patient¿s hands. As a result, explant without replacement is planned for (B)(6) 2021. See 1645337-2021-02193 for contralateral prosthesis report.